Event description:
It was reported that the health care professional (hcp) requested review of the rythmiq event. Technical services (ts) reviewed the event and discussed it shows what looks like right atrial (ra) lead failure to capture followed by the sinus p-wave and conduction to ventricular sensing. The presenting electrogram (egm) also shows possible failure to capture with atrial pacing and ventricular pacing. It was recommended to bring the patient to evaluate in-clinic and assess the ra pacing threshold and output. The leads are competitor products. The device remains in service. No adverse patient effects were reported.